Event description:
Caller reported that the touchscreen of their pump was cracked and shattered after being dropped, but they were still able to interact with it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the caller on how to put the current pump into storage mode and return it. The caller understood and acknowledged these instructions. Customer will continue to use current pump